Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of the device. The reportable events are detectable and preventable by handling the device in accordance with the following instructions for use (IFU). Gif/cf/pcf-290 series operation manual chapter 4 operation_4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited burning of the metal tip and a burnt distal end cover. There was no patient involvement.